Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 0 mg/dl and fainted. The customer reported that the cause of the low was due to not eating lunch combined with exercising. Reportedly, the paramedics provided assistance but the customer was unsure of the treatment method provided. Customer declined to go to the emergency room. Recommendation was made by tandem technical support to consult with healthcare provider regarding adjusting the pump settings and diabetes management.